Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration of the essure device to the abdominal or pelvic cavity, fallopian tubes'), uterine perforation ('perforation of the uterus') and perforation ('perforation of other organs') in a female patient who had essure (batch no. C12704) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), abdominal pain ("chronic abdominal pain"), pelvic pain ("pelvic pain "), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, uterine perforation, perforation, abdominal pain, pelvic pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: the patient suffered and continues to suffer from the adverse events, including physical pain, as well as psychological stress and depression. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration of the essure device to the abdominal or pelvic cavity, fallopian tubes'), uterine perforation ('perforation of the uterus') and perforation ('perforation of other organs') in a female patient who had essure (batch no. C12704) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), abdominal pain ("chronic abdominal pain"), pelvic pain ("pelvic pain "), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, uterine perforation, perforation, abdominal pain, pelvic pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: the patient suffered and continues to suffer from the adverse events, including physical pain, as well as psychoiogical stress and depression. Lot number: c12704, manufacture date: 2014-01, and expiration date: 2017-01. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 17-sep-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("migration of the essure device to the abdominal or pelvic cavity, fallopian tubes"), uterine perforation ("perforation of the uterus") and perforation ("perforation of other organs") in an adult female patient who had essure inserted (lot no. C12704). Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of anxiety, suicidal ideation, depression, diarrhoea, nausea, elective abortion, gravida ii and parity 1. Concurrent conditions were listed as abdominal pain, vomiting, prolonged heavy periods, cramp in lower abdomen and dysmenorrhea. The only concomitant product mentioned was mirtazapine. On (B)(6) 2014, the patient had essure inserted. On unknown date she experienced fallopian tube perforation (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), abdominal pain ("chronic abdominal pain"), pelvic pain ("pelvic pain "), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the outcomes for these events were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: the patient suffered and continues to suffer from the adverse events, including physical pain, as well as psychoiogical stress and depression. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2015: clinical information: post essure procedure findings: the essure inserts are seen in place. There is minimal free intraperitoneal spillage on the right side. However, no spillage is seen on the left side. Findings were discussed with dr. Uterine cavity appears normal. Only left tube is blocked; on (B)(6) 2015: indings: contrast was instilled by dr. Fluoroscopy time: 0.8 minutes. Right position: the position the essure coils is satisfactory. Occlusion: complete occlusion (non filling) of the right tube is observed. Left: position: the position the essure coils is satisfactory. Occlusion: complete occlusion (non filling) of the left tube is observed. Uterus: the uterus is normal. Impression: satisfactory bilateral fallopian tube coil placement and occlusion observed with fluoroscopy [pathology test] on (B)(6) 2019: - benign fallopian tubes with vascular congestion and paratubal cysts; foreign material consistent with sterilization coils (see gross description). Specimen received: a bilateral fallopian tubes with essure coils clinical history: pelvic pain. Essure (sterilization coils) (B)(6) 2014 gross description: bilateral fallopian tubes with essure coils: first fallopian tube 8.0 x 0.5 x 0.5 cm. Second fallopian tube 9.0 x 0.7 x 0.7 cm. Tan-grey fallopian tubes with delicate silver coils at their proximal ends. The surfaces show small minute cysts measuring frbnf0.1-0.2 cm in greatest dimension containing clear fluid. The tubes are unremarkable [ultrasound scan] on (B)(6) 2018: clinical information: sure november 2014. Bilateral essure device in place. Pelvic pain. Findings: bilateral essure devices are seen in place. Atleast 2 tiny uterine fibroids noted anteriorly on left side measuring 1.4 x 1.2 and 0.5 x 0.3 cm in size. Impression: bilateral essure devices are seen .in place. 2 tiny uterine fibroids. Lot number: c12704 manufacture date: 2014-01 expiration date: 2017-01. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 23-apr-2024: medical record received. Lab data including (surgical pathology report) added. Medical history , concomitant drugs are added patient information & new reporters are added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.